Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification information was not provided, precluding a review of the device history record.

Event description:
Revision of optetrak knee components reportedly due to the tibial cut being left in varus during primary surgery. This event occurred outside of the us, in (B)(6), and was discovered through post market surveillance.